Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation of the implant's surface properties did not show any deviations.

Event description:
It was reported that a xive s plus implant was inserted in the jaw of a patient. The patient had postoperative pain for several days, even though antibiotics and painkillers were being taken. A dvt was made after implantation and there was no contact of the implant to surrounding nerve structures. The implant was placed completely intraosseous. The diagnostic findings before explantation are described as "infection" and "periimplantitis". The clinician expressed the suspicion that there may be an allergy to titanium because the patient had no more pain after removal of the implant approximately two weeks later.